Event description:
It was reported that the electrode of this system had an indication to be replaced (high impedance and exit block with max. Output). The lead was explanted. No patient complications have been reported as a result of this event.